Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a heartmate ii to heartmate 3 pump exchange on (B)(6) 2020. The reason for exchange was not provided.

Manufacturer narrative:
This information was also captured under MFR: 2916596-2020-03075. Section d4, d10, h4: additional information. DHR review statement: the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016 on order (B)(4). Manufacturer's investigation conclusion: damage to the driveline of the lvad was confirmed through the evaluation of the returned pump. However, the report of outflow graft thrombosis could not be confirmed through this investigation, and a direct correlation between the device and the reported patient conditions could not be determined. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. Approximately 2 inches of the sealed outflow graft conduit were returned attached to outflow elbow, which was returned attached to the pump outlet port. Examination of the blood-contacting surfaces of the returned device found no adhered depositions or thrombus formations. Examination of the driveline revealed no visible damage to the silicone jacket, bionate layer, or braided shield. Visual inspection of the driveline revealed a complete separation of the black wire approximately 2.5 inches from the pump housing. Additionally, the conductors of the green wire were separated in the same location (2.5 inches from the pump housing), although the insulation remained intact. The remaining wires were submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that could have contributed to an electrical short. The observed driveline appeared to be the result of repetitive flexing. There was no evidence of mechanical damage such as crushing or pinching. The damage to the green and black wires would have caused the driveline fault alarms that were confirmed via the submitted log file. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. Section 6 also outlines care instructions in reference to preventing infection. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii patient handbook explains that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in this document. Section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.